Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the report event is surgical technique/experience with device. MFR # (B)(4).

Event description:
It was reported that following a right eye cataract surgery, the surgeon was unable to implant one (1) of the two (2) stents from a trabecular micro-bypass stent system. The first stent was under-implanted, and the second stent was malpositioned- implanted ¿below the trabecular meshwork (tm)¿ due the surgeon hand movement according to the reporter. The under- implanted stent (1st) was removed from the patient¿s eye, and a back-up device was used to implant two (2) stents successfully. No medical/surgical intervention was required and no report of patient injury.

Manufacturer narrative:
The device (injector) was received by glaukos and the evaluation was completed. There was no stents found in the returned device (injector), and the device functioned as intended. No non-conformances were found during visual inspection and x-ray review. Based on the results of the investigation, product quality deficiency cannot be confirmed. MFR# reference: (B)(4).